Event description:
Post-op reaction reported after surgery performed by dr, using a calaxo screw. Original surgery was performed in 2007. Revision surgery was performed about 7 months later, due to inflammation over the tibia.

Manufacturer narrative:
Product recall initiated on august 21, 2007.